Manufacturer narrative:
E1 phone: (B)(6). G4 - PMA/510(k) # preamendment. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that the guidewire of a performer introducer set was "defective". Additional information was received on 28may2026 stating that "separation of coils around guidewire, and large kink midway up guidewire" were noted during a balloon valvuloplasty procedure. The guidewire did not make patient contact. The device is stored on a wire rack in the surgical suite. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.